Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had a stripped battery coin slot. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of high blood glucose of 526 mg/dl. Customer indicated that they went to sleep with blood glucose of 147 mg/dl and woke up with the high of 526 mg/dl. Customer treated with a manual injection. Troubleshooting found that the customer cannot open the battery cap and it does not budge. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.